Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as other remarks: the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "did not load clip properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as a clip was able to properly load into the jaws of the device and close. The device was received with 1 clip remaining in the channel indicating that the end user fired 14 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
The clip applier did not work or load. It did not open. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600138 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip applier did not work or load. It did not open. There was no patient injury.